Manufacturer narrative:
.

Event description:
It was reported that multiple attempts to interrogate the generators of two different patients were unsuccessful when using the tablet with its accompanying usb cable. It was reported that the programming wand was swapped with a known working wand using the same usb cable connection to the tablet but did not work. A replacement usb cable was sent and follow up information was received that changing the usb cable resolved the issue. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Return of the usb cable for analysis is expected, but it has not been received to date.

Event description:
The suspected usb cable was returned to the manufacturer on 11/30/2015. Analysis was completed on that usb cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.